Event description:
It was reported that during setup for case, the tech informed that one of the short tibia bone pins was bent. The bone pin was removed from the sterile field and a backup was used. No patient involved.

Manufacturer narrative:
The reported device, used for treatment, was returned to the designated complaint unit for independent evaluation, however, visual inspection and functional testing was not performed. A relationship, if any, between the subject device and the reported event could not be determined. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review identified prior similar events. This failure mode will be trended to assess for any necessary corrective actions. Factors that could have contributed to the reported event include the user allowing the weight of the drill to fall as it is attached to the pin, if the bone pin is held rigidly in place during removal, or if the patient¿s bone is harder than normal. No containment or corrective actions are recommended at this time.